Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the hickman dual lumen catheter fractured between the lumens. The facility stated the catheter "ripped" at the bifurcation where the dual lumen merges into the single lumen that enters the patient. This report addresses patient one.